Event description:
It was reported from a clinical study that, following intraocular lens (iol) implant procedure, the subject was admitted to the hospital for "macular edema". The subject was treated with "right eye intravitreal injection". The subject had been discharged from the hospital and recovered well after operation, and was discharged with drugs: levofloxacin eye drops, etc. It was determined that the subject had "exudative age-related macular degeneration of the right eye. The subjects will undergo macular oct in the later follow-up to determine the recovery. The occurrence of this sae may be related to cataract surgery, not to the test medical devices, and may be related to the patient's own diseases. The severity of sae is judged as mild.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that the occurrence of this sae may be related to cataract surgery, not to the test medical device, and may be related to the patient's own diseases. The severity of sae is judged as mild. After contacting the subject to obtain the relevant course of disease outside the hospital, the researcher decided to change the name of sae to "exudative age-related macular degeneration of the right eye. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).